Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set leakage in tube events on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.